Manufacturer narrative:
The lens was returned inside a non-company lens case in a small plastic bag with biohazard sticker. Solution was dried on the lens. The optic was broken (cut) into pieces. One optic portion has scratches on the anterior surface. The larger optic portion has lines of cracked damage in the outline of an instrument used to grasp the lens on the anterior and posterior optic surfaces. The optic center has a long, narrow scratch. Another scratch was observed travelling from the cut damage. A small starburst like pattern was observed. This starburst artifact was similar in appearance to yag damage. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated to have been used with a non-qualified viscoelastic. The root cause cannot be determined for the reported complaint. The lens was returned cut into pieces with additional areas of optic damage. Each lens was subjected to a 100 percentage assessment of the power (sphere and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the company lens (1.50cyl), 20.5 diopter (extended 1.5 diopters of focus) lens was replaced with a non-company, non-toric multi-piece 21.0 diopter lens. An iol exchange with a change in toric and spherical power, may suggest that the replacement lens was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced visual disturbance. The iol was exchanged for non-company lens model 11 months 23 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).